Manufacturer narrative:
Hardware low level failures received after failing the self test due to broken trace noted at pin 1 of ambient light sensor. Insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failure. The customer had been experiencing both high and low blood glucose. The customer's blood glucose during the incident was 21 mmol/l. Troubleshooting was performed. The device passed the audio test. The device did not pass the self-test during the call. The product will not return for the analysis.